Event description:
Customer reported a delivery issue with their replacement freestyle lite meter. Customer reported having a urinary tract infection and she experienced symptoms of abdominal pain. Paramedics were called and transported customer to a health care facility where she was diagnosed with severe hyperglycemia and treated with unspecified IV treatment. It is unknown if customer was diagnosed with urinary tract infection at the hospital as well. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of the open button is inoperable was confirmed due to a defective pump head module (which contains the stop button). The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
On october 13, 2009, the facility's senior biomedical engineer to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the open button is inoperable. The reported condition was identified during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. On october 21, 2009, during device evaluation by baxter, the pump head module keypad was found to be defective. This device utilizes user interface module master software (B) (4) categorized as colleague 2006.

Manufacturer narrative:
On october 13, 2009, the facility's senior biomedical engineer to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the open button is inoperable. The reported condition was identified during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. On october 20, 2009 during device evaluation by baxter, the pump head module keypad was found to be defective. This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)